Manufacturer narrative:
The insulin pump was monitored in 50c oven for several days and no blank display noted. The pump was received with normal operating currents. No damage found on the lcd isolation tape. The pump also had no moisture damage inside the pump. However, the pump was received with intermittent button response due to moisture damage on the keypad traces. The pump was also received with cracked reservoir tube and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call of moisture damage from the insulin pump. The customer's blood glucose reading was unknown. The father stated that his daughter jumped into the pool at camp. The father stated that the pump display went blank immediately after the pump was exposed to moisture. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.